Event description:
It was reported by service report that the bed drifted on the head end. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: lift actuator nut on head end lift motor was faulty.